Event description:
A malfunction identified as "malf 16" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the pump. The customer was guided on how to put the pump into storage mode and agreed to return the malfunctioning pump within 10 days using a pre-paid label.